Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot number unknown / not provided. D10: iwga61c, certain ucla gold hexed abutment cylinder 6mm(d)/lot#-1272424 . Zimvie received the reported screw for evaluation. Visual evaluation was performed, the screw inside the abutment was fractured. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, device malfunction did occur. The screw was fractured. The event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
During product investigation, the returned screw was found to be fractured inside of the abutment.